Manufacturer narrative:
(B)(4). Conclusion: the device was not returned for analysis. Review of DHR for lot 17085536 concluded that 4 rejected units (oversized proximal bead) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The positioning difficulty, resistance in the microcatheter during withdrawal, and coil unraveling could not be confirmed without product return for analysis. Based on the information provided, the root cause of the event could not be determined; however, procedural factors appear to have contributed to the events since the coils were not damaged prior to the event. There was no information provided to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports submitted for this complaint, with associated report numbers of 3008264254-2016-00004 and 3008264254-2016-00003.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid-paraclinoid artery aneurysm, two orbit galaxy coils (640cx0306/17085536 and 640cx0408/17318975) had positioning difficulty in the aneurysm, resistance during withdrawal from the excelsior sl-10 microcatheter and the coils unraveled. Although the first galaxy (17085536) had been successfully delivered into the target aneurysm, because the embolic coil did not loop in the aneurysm as the physician wished, it was decided to re-sheath the coil. However, the physician experienced resistance at the proximal end of the microcatheter when withdrawing the delivery tube. The physician carefully withdrew the delivery tube, but it was found that the embolic coil was being unraveled. The microcatheter was not withdrawn. Another galaxy (lot unknown) was then successfully implanted into the aneurysm using the same microcatheter. Next, the other complaint galaxy (17318975) was inserted. The embolic coil again did not loop in the aneurysm as the physician wished, and the physician again experienced resistance at the proximal end of the microcatheter while withdrawing the delivery tube. This embolic coil was also unraveled when the delivery tube was carefully withdrawn out from the microcatheter. The microcatheter was not withdrawn. There had been no resistance during advancement of the coils through the microcatheter, and no evidence that the coil had become stretched, kinked, or entangled with previously implanted coils during the attempt to place the coil in the aneurysm. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. There was no unintended detachment of the microcoils observed in the microcatheter or in the vessels. The complaint products were discarded by the customer. No further information was available.